Manufacturer narrative:
.

Event description:
The pt reported that they began prialt therapy in 2007. In two months later, the pt developed rectal pain and on thanksgiving night, the pt went to a local ER for treatment. Examination and testing in the ER did not identify any cause for the rectal pain. The pt was treated with dilaudid and released. In f/u, the pt had several gi studies, including colonoscopy, the results from all the studies "have been clear". By early the following month, as the pt's prialt dose was increased to the current dose of 5.4 mcg/day, the pt began experiencing symptoms of confusion, memory impairment, and blurred vision. On the same month, the pt began experiencing muscle weakness in her legs and stated that her legs "feel heavy". In addition, the pt reported that she recently had been able to feel a "lump" in her back at the catheter site, which she had not noticed previously. The pt was redirected back to her hcp. Add'l info has been requested from the hcp, but was not available as of the date of this report. A f/u report will be sent if add'l info is rec'd.